Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynx control vascular closure device (vcd) was opened on the field when the physician noticed the tip of the catheter was cracked before inserting into the patient. There was no patient injury. The device was not used. The product was not returned for analysis. A product history record (phr) review of lot f2125003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip cracked-during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use devices that are damaged. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) was opened on the field when the physician noticed the tip of the catheter was cracked before inserting into the patient. There was no patient injury. The device was not used and is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.